Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event date is approximate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient needed to be reprogrammed due to return of symptoms and they didn't think it was working. The patient stated they had to go to the bathroom more, they couldn't hold the urine, and had a lot of leakage. The patient mentioned they hadn't had it reprogrammed since they had it. The patient also mentioned having a surgery that was unrelated to the device or therapy. It was noted the patient got sick and couldn't go to an appointment for their interstim. No further complications were reported.